Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after experiencing frequent falls. Dislodgement of the lead was observed via x-ray but electrical measurements were stable. Dft testing was unsuccessful and the patient was externally defibrillated. The lead was capped and replaced.